Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 447 mg/dl at the time of the incident. Patient's current bg: 208 mg/dl. Customer reported that she experienced high blood glucose due to the infusion set came apart at the quick release. Customer reported that around noon time her blood glucose went from 92 mg/dl to 447 mg/dl. The customer experienced symptoms such as nausea, severe lack of focus, and extremely lethargic. Customer treated for high blood glucose with insulin pump. Customer reports they have not contacted their healthcare professional regarding the high blood glucose. Based on customer report customer does not allege pump was under delivering. Customer is not calling back to perform an high pressure test. The pump will not be returned for analysis.